Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient reported on (B)(6) that patient had bilateral knee replacement and the left knee is somewhat stable and the right knee every time patient take steps it is giving out. This report is for patient's right knee.

Manufacturer narrative:
An event regarding instability and revision involving an unknown left knee was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no patient medical records were available for review. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient reported on stryker active (B)(6) site that patient had bilateral knee replacement and the left knee is somewhat stable and the right knee every time patient take steps it is giving out. This report is for patient's right knee. Update: (B)(6) 2016 patient reported on stryker (B)(6) site "the most painful thing I have ever had done and still trying to get back right it's been 1 year for the right and 6 years for the left and I almost wished I would have just left them alone." Update: patient reported on stryker (B)(6) site " I am one of the unsuccessful ones! I can't even begin to tell you or describe just awful and that's both knees". Update: patient reported on stryker (B)(6) site, "well that would have been great before I had the second replacement done a few months after having the first because he put the wrong size in."